Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure for aortic stenosis with a 29mm sapien 3 ultra resilia valve in the aortic position, upon valve insertion the valve would not advance past partial expanded 16fr esheath+. Rotaglide was used to attempt to advance delivery system out of the sheath. As the cts was trying to advance, under fluoro it was noted to that distal strut was bent causing protrusion through the sheath. At this time the team decided to stop and get and new 16fr esheath+, 29mm valve and delivery system. The first sheath and system were removed all together without issue. A new 29mm valve, sheath and delivery system were prepared per IFU. The valve was placed without any issue with advancement. The valve was deployed at 90/10 and no further complication was noted. Per the fcs, the initial reporter did not allege the ew devices were deficient in some way. There were no abnormalities noted with the sheath. The expansion tool was used, and the loader was able to be fully inserted into the first sheath/sheath housing. The sheath was inserted at 45 degree angle. The vessel was not predilated. There was no patient injury. Per engineering review of photos provided, the sheath strain relief was torn and wrinkled, the liner was torn underneath the strain relief, and the associated valve was exposed through the sheath. Two bent valve struts were noted.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The complaint for ''introduce and navigate system through sheath - liner punctured'' was confirmed from review of provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary applies to this complaint event. Root cause analysis is captured in the technical summary and identifies vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle as contributing factors for resistance during delivery system insertion/advancement through the sheath and potential sheath damage as a result of the increased push force. In addition, review of both manufacturing mitigations and IFU/training material is captured in the technical summary. These mitigations as identified in the technical summary are still in place to mitigate the issue. Available information suggests procedural factors (valve strut caught on sheath, and excessive manipulation) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.